Event description:
It was reported that the patient had lost feeling in her legs soon after implant. The physician decided to take everything out because of this. He identified an epidural hematoma when he removed the lead. There was also a lot of blood collecting around the battery location as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(4), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies, but the set screws were "tight to the lead". Analysis of the lead (serial # (B)(4)) found the lead body was cut through and product was segmented. No significant anomalies were found.